Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. Our investigation was not able to determine whether the device caused or contributed to the injury, since the symptoms described are the same as the underlying condition (hidradenitis suppurativa).

Event description:
Patient developed large lumps in both underarms two weeks after treatment. Was prescribed prednisone which reduced the swelling, and has had intralesional steroids injected. Still has continuing drainage from the right axilla. Did not want antibiotics because they upset her stomach, no signs of infection.